Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The full name of the event site noted is (B)(4).

Event description:
It was reported that after patient treatment ended, the end sound did not stop when turning off the power on a cardiosave intra-aortic balloon pump (iabp). When the power was turned on again and then turned off, the end sound did not stop, but an intermittent sound was heard and the power turned off. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier stated that they could not verify the failure of an audio alarm sounding after turning unit off while connected to the cart with ac power applied. A senior repair technician installed board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The technician verified the reported failure of an audio alarm sounding after turning unit off while connected to the cart with ac power applied. The board was scrapped and retained in nrc per procedure.

Event description:
It was reported that after patient treatment ended, the end sound did not stop when turning off the power on a cardiosave intra-aortic balloon pump (iabp). When the power was turned on again and then turned off, the end sound did not stop, but an intermittent sound was heard and the power turned off. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The power management board (pmb) was returned to getinge's national repair center (nrc) for failure investigation and upon inspection, no visual damage was observed. The pmb was installed into a cardiosave test fixture and tested to factory specifications per cardiosave service manual and procedure. The pmb failed testing, and the nrc verified the reported failure of an audio alarm sounding after turning unit off while connected to the cart with ac power applied. The pmb has been sent to the supplier for failure analysis per procedure. Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: h6 (device codes, evaluation result and conclusion codes).

Event description:
It was reported that after patient treatment ended, the end sound did not stop when turning off the power on a cardiosave intra-aortic balloon pump (iabp). When the power was turned on again and then turned off, the end sound did not stop, but an intermittent sound was heard and the power turned off. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse suspected any part related to the power supply to be the cause, and finally determined that failure of the power management board was to be the cause of the issue. After replacing the power management board, the iabp unit functioned normally without any issues. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that after patient treatment ended, the end sound did not stop when turning off the power on a cardiosave intra-aortic balloon pump (iabp). When the power was turned on again and then turned off, the end sound did not stop, but an intermittent sound was heard and the power turned off. There was no patient involvement, thus no adverse event was reported.